Event description:
It was reported that the ilet replacement device exhibited an unresponsive screen during the fill tubing process, preventing normal interaction, and the user had been relying on a prior ilet device. Symptoms included no clinical effects. Outcomes included no impact beyond temporary interruption of device use. Investigation included remote troubleshooting and guidance to restart the device and pair it with the mobile app. Investigation of this case revealed that a device restart and re-pairing restored normal screen responsiveness and allowed the fill tubing process to complete, indicating a transient user interface or software responsiveness issue resolved through standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery following a software reset.